Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neuro stimulator. It was reported that the patient's implantable neuro stimulator (ins) for right leg, back and right hip and that ins is not doing the job at all. The patient is always in quite a bit of pain but that ins has helped with some of their pain. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.